Manufacturer narrative:
A ge svc rep performed an on site investigation. The fuse on the power supply board was reseated. The sys was then found to be operating as intended.

Event description:
The customer reported the 9800 sys is displaying a pre-charge error message. No pt injury was reported.